Manufacturer narrative:
(B) (4).

Event description:
Patient has pump and ins implanted, stimulator has now moved and is closer than 8" to the pump. Per guidelines, the pump should be checked following the programming of another device. Ins was charged and reprogrammed. Pump was interrogated with logs read during the process and after. Pump parameters remained the same.